Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). After several attempts manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she did not currently have any diabetic symptoms. On (B)(6) 2017 9-1-1 had been called for customer due to high blood results and having symptoms of high blood sugar. Customer stated the paramedics had performed a blood glucose test with their meter and obtained a result of 498 mg/dl. Customer stated paramedics then brought her to the hospital. Customer stated the hospital diagnosis was high blood sugar and she was given insulin. Customer stated that after receiving insulin her blood sugar result was 318 mg/dl. Customer stated she was at the hospital for four hours. Customer stated she left the hospital on (B)(6) 2017. Customer stated no new medication was provided from hospital and that she was advised to make an appointment to see her doctor which she did for a regular follow up. Customer stated she had performed a blood test on (B)(6) 2017 with the truemetrix meter and obtained a result of 198 mg/dl.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from back to back blood tests performed fasting during the call on (B)(6) 2017 of 482 and 362 mg/dl. Customer was very anxious and was very concerned. Customer stated she had called doctor's office to get recommendation on what to do. During the call on (B)(6) 2017, the customer reported feeling agitated and sweaty. Representative called 9-1-1 for customer due to customer's symptoms and high blood glucose results obtained. The customer's expected fasting blood glucose test result range is 180 - 200 mg/dl. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is undisclosed. Customer was unable to get memory information from the meter.